Event description:
This senior medical affairs specialist reviewed the customer care advocate's (cca's) documentation. The patient/layperson alleged that his onetouch ultra meter began to power off during testing in early 2009. Although a new battery was inserted, the issue could not be resolved. The pt, who self treats with insulin, reportedly began urinating frequently and feeling tired at an unk time after the issue began. The patient took no action after the alleged product issue. The pt had a scheduled doctor's appointment three days later, the day after his call to customer service. The complaint is reported due to the allegation the product powered off during use after which frequent urination, a symptom that meets the criteria of serious injury, began. The cca replaced the product.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.